Manufacturer narrative:
(B)(4). G2: foreign ¿ denmark h6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains imlpanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient experienced trochanteric bursitis and was treated with a medical bloc. There was no revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b5-b7; g3; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient experienced trochanteric bursitis and thigh pain. Patient was treated with a medical bloc. There was no revision. Two blockades had only a minor effect. Patient is doing exercises with a physiotherapist and not using daily painkillers. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6. The following sections were corrected: h6 component code. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.